Event description:
It was reported that the right ventricular lead exhibited low impedance and high threshold. The dependent patient was asymptomatic. The lead was explanted and replaced. The patient was in a stable condition post procedure.